Event description:
As reported, the camera head exhibited noise and wire was suspected to be broken. The issue occurred during an unspecified therapeutic procedure. The procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The repair center conducted visual and functional inspection. The customer allegation was confirmed. Noise occurred. Therefore, it was determined that the device did not meet the specifications. The cause has been isolated as water immersion in the cable and imaging section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¦4.1 precautions (warning) ¿ if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a device may injure the patient, cause bleeding or perforation. [Section where IFU applicable for phenomenon 2] ¦endoscope image disappearance and freezing (caution) ¿ do not strike or drop the device. Water leakage may cause damage to the internal circuitry of the device. Olympus will continue to monitor the field performance of this device.